Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union and broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. The broken im nail was replaced with a 9mm x 340mm, standard nail per the sign technique manual. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016 that a sign im nail implanted to repair a fracture was replaced due to a non-union and a broken nail. Surgeon comment: "after open reduction and retrograde sign nailing, the patient never followed up for another 8 years. Last year he went to a foreign country as a heavy manual worker but returned after 1 year because of his thigh pain. But he could sit cross-legged and squat comfortably. His hip and knee rom were full. He had noticeable limping gait. His x-ray showed aseptic non union with broken sign nail in-situ. The fracture site was opened, broken nail removed, exchanged with larger and longer nail and autologous bone grafting was done from his iliac crest."